Event description:
During an operative procedure the surgeon aligning the overhead surgical light bumped the base of the central column with the light housing. Paint flecks fell off the central column onto the sterile field. It is possible that flecks were introduced into the incision.